Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of a 57mm in diameter abdominal aortic aneurysm. Currently, the maximum aneurysm diameter measures 86mm. It was reported that on a follow up CT scan performed approximately 4 years post index procedure, a type v endoleak was identified. The patient was converted to open surgery and the event was resolved. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.